Event description:
Pt reported experiencing elevated blood glucose. Pt was admitted to the hosp with a blood glucose of 589 mg/dl. Pt was treated with a sliding scale of insulin injections. Pt was released from the hosp in 2005 and treating physician recommended she contact internal medicines to begin seeing a diabetic physician, since she had not seen one in 3 years.